Event description:
It was reported that a tandem pump user experienced a malfunction after traveling with the pump through airport security and accidentally getting it wet. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer understood.